Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor was not communicating with insulin pump and received a sensor signal not found alert. Customer's blood glucose was 50 mg/dl, which was treated with food. Customer reported of having gastroparesis. After troubleshooting, customer was advised to monitor issue and to call back should issue persist.